Manufacturer narrative:
A female patient with a history of acute encephalopathy with hyerammonemia developed acute respiratory distress due to aspiration pneumonia and was being ventilated on a v60 in spontaneous/timed (s/t) mode. The rate was 8bpm with a total rate of 26bpm, tidal volume of 810ml and a leak of 45. The patient became hypoxic, bradycardic and went into cardiac arrest. The patient was attached to a spo2 monitor and the ventilator was attached to a remote alarm system. The customer reported using accessories that are not recommended by philips for this device as they can impact the performance of the ventilator. Device repair information has been requested and a follow-up will be submitted if information is received.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. The patient was on a do not resuscitate (dnr) order. The customer has requested information on the v60 remote alarm capabilities and was sent information pertaining to this. Further information will be requested.

Event description:
A customer reported that the patient circuit became disconnected from the mask. A patient was being ventilated on a v60 when the hose that connects to the patient mask became detached. The v60 alarmed, however the door to the patient room was closed, no one heard the alarm and the patient died.